Event description:
An ophthalmic surgeon reported poor cutting performance causing capsule tears during multiple phacoemulsification with intraocular lens (iol) implant procedures. The surgeon suspects the side of the cystome may not be sharp enough. No treatment was required, and the postoperative outcomes were not affected. The exact number of pts involved is unk.

Manufacturer narrative:
There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4) .